Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and was observed to have dislodged approximately four days post implant. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.